Manufacturer narrative:
The report was received by the ciba vision medical monitor with the following conclusion: "this case is considered as possible significant corneal abrasion(s)." The product was not made available in order to conduct an evaluation. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
Consumer report of pinching lenses out of eyes and "peeling lenses off eye" with red conjunctiva, discharge and pain. She reported temporary impact on visual acuity initially stated as "blindness for a couple of days". She reported her eyes were sealed shut upon awakening the next day and she was unable to focus or see. Vision improved next day. Consumer used homeopathic remedies. Event resolved without any traditional medical treatment. Consumer requested replacement contact lenses. This report is designated as the left eye event.